Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the smiths tampered seal label was missing and scratches, cracks by the lcd lens screen. The customers stated problem was confirmed. Device failed the occlusion test with a higher actuation value. Device has been recalibrated and a full standard pm (preventive maintenance) was performed. The root cause was undetermined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
It was reported the device has failed downstream occlusion testing. No patient injury was reported.